Manufacturer narrative:
(B)(4) g2 ¿ foreign ¿ germany. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the drill adapter was knocked out. No consequences or impact to the patient. Due diligence is in progress for this complaint; to date no additional information has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d4, g1, g3, g6, h1, h2, h3, h4, h6, h11. The following sections were corrected: d4 primary unique device identification (UDI) number. Review of the most recent checklist determined the device passed the handpiece and drill locking check; however, the drill locking system was damaged. The device was scrapped. Review of the previous checklist identified no related repairs/findings to the reported event. The device was tested and found to be functioning to specifications prior to release to the customer. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.